Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
One patient with a known anti-little c and anti-jka failed to react with 0.8% selectogen lot vs208 while testing with two ortho visions: j# 50002058 (mxp (B)(4)) and j# 50002399 (mxp (B)(4)). Account only repeated the screen with vs208 on vision j# 50002399 and it was still negative vs208, sc2 is both homozygous for little c and jka and failed to react. In addition, some of the panel cells from 0.8% resolve panel a lot vra331 also failed to react while testing with ortho vision j# 50002058 (mxp (B)(4)-this event) because of the patient history, account loaded the screen and panel at the same time on vision 50002058. Panel showed no reactivity with cells 2, 3, 5 and 6. Panel cell 2 - little c negative, jka heterozygous positive. Panel cell 3 - little c homozygous positive - jka negative. Panels cell 5 - little heterozygous positive - jka negative. Panel cell 6 - little c homozygous positive - jka heterozygous positive. All other panel cells were 2+ to 1+. No erroneous results released. Only little c and jka negative units selected for transfusion. Issue started on: (B)(6) 2019. Reported 7-24-19. Reaction grade obtained: account was only concerned about the false negative results. Customer was expecting: all little c and jka positive cells to react. Test repeated: only the screen with vs208. Method/result obtained by repeating: negative. Number of samples affected? One. Was qc affected? No. Daily qc performed and found to be acceptable. Product handling protocol: cassette/gel card storage temperature range: per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Account did not try extending the incubation time with manual testing.